Event description:
I used the philips system one dor.ma 100 CPAP machine since 2016 due to sleep apnea diagnosis. In (B)(6) 2023 I had dysphonia, and I had otolaryngology follow-up and on (B)(6) 2024 I was diagnosed with epidermoid carcinoma of the left vocal cord. I know that these machines carry possible health risks due to the polyurethane foam with a polyester base that can deteriorate and black pieces of foam or certain chemicals that are not visible can be inhaled and swallowed by the person using this machines, in this case I consider that in these years, I have not been informed of the risks nor has it been precisely reviewed. Therefore, I request an explanation of the relationship between the use of this machine and the serious discovery that I mentioned here.